Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an "er2" warning message when attempting to do his glucose check using his one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged intermittent issue with the subject meter began on an unspecified day in (B)(6) 2011. He stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue on (B)(6) 2011 he had less food/drink. The patient claimed that as of "late" (B)(6) 2011, after the alleged issue stared, he began losing his vision intermittently and felt numbing of his feet. It is unknown if he was able to test around this time and what kind of result he was obtaining. He reportedly had a doctor's visit with his endocrinologist on an unspecified day of (B)(6) 2011, and was given a prescription order for a new meter and advised to test more frequently. The patient's glucose was reportedly tested on (B)(6) 2011 with a doctor's meter and a result of "295 mg/dl" was obtained. During the initial call with customer service, the agent noted that the patient was using the proper testing technique, correct unexpired strips and there was no information of misuse. While troubleshooting, the agent also noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.